Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found the isolation beak (insulation beak) was broken. Based on the results of the investigation, the most likely cause is impact, dropping, shock or similar stress. The insulation beak failure is mechanical component problem, but the root cause of insulation beak failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the ceramic tip of inner sheath was broken. The issue occurred during reprocessing. There were no reports of patient harm.